Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2024 and suture was used. The sutures were broken in the intra operative surgical procedure and surgeon has opened 2 boxes of each product code. The issue is happening with both boxes. They used the suture for vessels tying & pedicles tying and for fascia closure. Both the suture codes were broken during surgery. The surgery was prolonged for 30 minutes. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/5/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was there any adverse consequence associated with the patient? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - could you please confirm the quantity of broken sutures involved in this file? - please provide the lot number: - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following information was reported: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 30 mins , action taken when event occurred? --> written complaint sent to the healthcare authority of the hospital, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-02350, 2210968-2024-02351, 2210968-2024-02352, 2210968-2024-02354, 2210968-2024-02355, 2210968-2024-02357, 2210968-2024-02358, 2210968-2024-02359, 2210968-2024-02360, 2210968-2024-02361, 2210968-2024-02362, 2210968-2024-02363.